Event description:
Complainant alleged that during the course of a training session on how to operate the device, the individual conducting the training exchanged one battery for another battery in the device, which had been powered off. The complainnant alleged that the battery exploded when it was seated into the device. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Visual examination of the battery showed cracks along the outer perimeter of the battery casing. The internal investigation found no damaged pins, wires or cells. Measurement of the call voltage was within specification. The cause of the reported malfunction has not been determined. The battery was scrapped. Factors, including handling and charging of the battery may have contributed to the reported event. The defibrillator and the power charger that the battery was used with were evaluated. The evaluation of these devices could not support a cause for the reported malfunciton.